Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead in segments was returned and analyzed and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed). There was outer insulation cosmetic depression and a breached cut. Visual analysis confirmed apparent explant damage.

Event description:
It was reported that the atrial lead had high impedance and a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.